Event description:
A doctor alleged that after the placement of crowns with nx3 clear dual cure cement, two (2) patients experienced the debonding of restorations. This is the second of two (2) reports.

Manufacturer narrative:
An 'adhesive strength' test was performed, yielding results within specifications. A DHR review revealed that there were no deviations from the manufacturing process.

Manufacturer narrative:
To date, the patient is doing fine; the doctor recemented the crown using nx3 xtr, without further incident. The product alleged in this incident was not returned; therefore, retain samples were evaluated for adhesive strength, yielding results within specifications. In addition, no similar complaints were recevied in regards to this lot.